Event description:
Pre-operative diagnosis: bilateral rock hard breast capsules; probable bilateral leaking and/or ruptured silicone implants; bilateral symptomatic mastodynia. Post-operative diagnosis: bilateral free ruptured silicone implants with extravasation within bilateral pectoralis major muscles, extensive saponification, extensive calcification of bilateral capsules. Operative procedure: bilateral implant and implant material removal; bilateral formal capsulectomies; bilateral retropectoral implant placement. Brief summary: this 49-year-old was admitted to the facility 10/14/1998. Operative and first post-operative days she experience nausea which was relieved with intravenous zofran and intravenous reglan. First post-operative day the pt controlled analgesia was discontinued late a.m., oral pain medication initiated and the pt was able to drink, eat toast and full liquids. Second post-operative day pt experienced two separate episodes of nausea after eating which was relieved with oral zofran and 1m compazine. By the afternoon, pt was eating solid food without problems and ambulating slowly. Bilateral drainage output remains moderate. Pathology: right side weight 216.2 grams and shows fibro-fatty breast tissue with fibrous capsule with calcification and breast implant. Left side weight 273.0 grams and shows dense fibrous tissue with calcification and foreign body giant cell reaction and breast implant. No malignancy identified. Medications: ceftin 250mg by mouth twice a day for five days; darvocet n-100 2-3 tabs by mouth every 3-4 hours as needed #35. Plan: pt was discharged 10/16/1998. She was dismissed with bilateral drains and instructions to milk them and record the output each 24 hours period, right vs left. Dressing and ace wrap was left in place. Instuctions given to pt including pain medication, antibiotics, no showering, to leave dressing on and activity restrictions. Return appointment in one week given to pt. Pt advised to call if having any questions or concern.